Event description:
A report was received from (B)(6) that stated an 840 ventilator was inoperable while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient ws not harmed or injured as a result of the event.

Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse isolated the malfunction to the inspiratory and expiratory filters and advised the filters needed to be replaced. The customer then performed this and the device passed testing. (B)(4).